Event description:
The customer reported that the device intermittently failed to power up and displayed an intermittent red x after the switch was rotated.

Manufacturer narrative:
The customer reported that the device intermittently failed to power up and displayed an intermittent red x after the switch was rotated. The unit was evaluated by a philips field service engineer, and the symptom was verified. Replacing the energy select switch resolved the issue.